Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Motor rate error found in pump event history log. Occlusion test was able to find motor rate error during the test. White teflon flakes were found covered optic sensor on main board and warm coupling facets. The root cause of the reported issue was found to be abnormal wear with a combination of motor assembly, warn gear, leadscrew and clutch halves. Actions were taken to mitigate the reported issue: replaced motor assembly, warm gear, leadscrew, clutch halves, and cases. UDI information is unknown.

Event description:
It was reported that the device was presenting with motor rate error. No patient injury was reported.